Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 14mm amplatzer septal occluder was successfully implanted. Post implant on (B)(6) 2020, a transesophageal echo (tee) was performed and it was noted that the device embolized to the aorta descendens thoracalis. Surgical intervention was performed to retrieve the device. The patient was reported to be in stable condition and was transferred to the intensive care unit.